Manufacturer narrative:
(B)(4). Concomitant medical products: constrained tibial articular surface provisional; p/n: 42517600707, l/n: 64058024. Tibial articular surface provisional; p/n: 42517000707, l/n: 63563286. Tibial articular surface provisional; p/n: 42517000707, l/n: 62742769. Uc tibial articular surface provisional; p/n: 42517200610, l/n: 62638672. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00450, 0001822565 - 2020 - 00452, 0001822565 - 2020 - 00453.

Event description:
It was reported that the instrument was returned due to wear. However, the instrument was also noted to be fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h10. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned tasps exhibits signs of repeated use (nicked & gouged) plus it is not fractured but has excessive wear marks. The device history records were reviewed and no discrepancies were identified. However, a definitive root cause cannot be determined. The device evaluation found no reportable malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.